Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: vad d4: expiration date: 30-june-2014 / serial#: (B)(6) h4: mfg date: 30-june-2012 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system / controller 2.0 d4: serial#: (B)(6) d9: yes, (B)(6) 2025 h3: yes d1: heartware ventricular assist system / controller ac adapter d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / controller ac adapter d4: serial#: (B)(6) d9: yes,15-jan-2025 h3: yes d1: heartware ventricular assist system / battery d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / battery d4: serial#: (B)(6) d9: yes,15-jan-2025 h3: yes d1: heartware ventricular assist system / battery d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / battery d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / battery d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / controller dc adapter d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / controller dc adapter d4: serial#: (B)(6) d9: yes, 15-jan-2025 h3: yes d1: heartware ventricular assist system / controller 2.0 d4: serial#: (B)(6) h3: yes d1: heartware ventricular assist system / ventricular assist device (vad) d4: serial#: (B)(6) h3: yes d1: heartware ventricular assist system / battery d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (B)(6), six (6) batteries (B)(6), two (2) controller ac adapters (B)(6) and two (2) controller dc adapters (B)(6) were returned for evaluation. The pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries, controller ac adapters, and controller dc adapters revealed that the devices passed visual inspection and functional testing. Internal inspection of the batteries, controller ac adapters, and controller dc adapters did not reveal any anomalies. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of (B)(6) revealed contamination within the power port and the driveline connector. Internal inspection revealed a crack on a standoff post within the controller housing. This is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Supplemental testing revealed contamination within the pins of both power ports. Supplemental testing was performed on the controller power ports and the test results revealed that the gold-plating of the pins were worn, expo sing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Review of the controller log files associated with (B)(6) revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6), as well as momentary disconnections that did not lead to premature power switching events involving (B)(6), and momentary disconnections involving a power adapter. Review of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period. The associated batteries (B)(6), one (1) controller dc adapter (B)(6), and one (1) controller ac adapter (B)(6) had been lubricated prior to release. There is no evidence that (B)(6) had been lubricated prior to release. Analysis of the event log file associated with (B)(6) revealed one (1) controller power up event with associated pump start event logged on 17/dec/2024 at 15:11:50, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 76% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds. Momentary disconnections were observed leading up to the controller power up event involving bat(B)(6). Review of the alarm log file associated with (B)(6) revealed one (1) electrical fault alarm logged on (B)(6)2024 at 15:13:13 due to an open phase in the rear stator, resulting in the pump running on a single stator. Log file analysis also revealed one (1) vad disconnect alarm were logged on (B)(6)2024 at 15:13:16, indicating a physical disconnection of the driveline from the controller. Following the vad disconnect, a motor start event was logged on 09/dec/2024 at 15:13:23. Additionally, three (3) low flow alarms were logged since (B)(6)2024. Furthermore, parameters including the patient ID and pump ID were not programmed on this controller. Additionally, log file analysis revealed fifty-one (51) motor start events recorded on 24/ aug/2021 at 08:52:18 and 08:56:24, 26/aug/2021 at 07:52:24, 07:53:49, 08:46:30, 08:51:14, 09:45:17, 09:46:44, 09:55:42, 11:22:22, 27/aug/2021 at 08:02:40, 10:07:10, 10:08:54, 10/sep/2021 at 12:13:40, 15/sep/2021 at 17:12:58, 17/sep/2021 at 12:10:38, 12:12:49, 12:15:05, 12:18:54, 12:20:35, 12:25:23, 22/sep/2021 at 09:46:41, 09:48:53, 09:50:49, 09:52:05, 09:53:10, 28/sep/2021 at 09:17:42, 09:46:31, 09:47:01, 09:57:51, 10:14:20, 10:39:56, 6/oct/2021 at 14:10:31 and 14:41:05, 12/nov/2021 at 10:16:11, 10:57:22, 10:57:36, 10:58:02, 11:11:43, 11:12:09, 11:28:40, 12:13:18, 12:17:39, 12:20:41, 12:22:58, 12:26:12, 30/nov/2021 at 11:48:08, 12:34:33, 12:49:20, 8/dec/2021 at 08:45:38, and 7/jan/2022 at 12:00:24, in which motor start parameters were atypical. (B)(6) was not in use within the analyzed period and is the patient¿s backup controller. Log file analysis associated with (B)(6) revealed no anomalies within the analyzed period. A possible cause of the reported event associated with (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. As a result, the reported atypical motor start parameters, power switching associated with (B)(6), controller loss of power event, low flow alarms, vad disconnect alarm, and electrical fault alarm were confirmed. Power switching event associated with (B)(6) could not be confirmed. Based on the available information the device may have caused or contributed to the reported event. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a communication error and/or momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6), the associated batteries, and the associated ac and dc controller power adapters fall in scope of this CAPA. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on risk documentation, multiple factors may have contributed to the observed low flow alarms including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of vad disconnect alarm can be attributed to physical disconnection of the driveline. The most likely root cause of the observed controller contamination event can be attributed to the handling of the device. Based on risk documentation and the investigation conducted, a possible root cause of the reported electrical fault alarm can be attributed to the contamination in the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional battery was removed from service due to power switching.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 30-sep-2024 / serial#: (B)(6). D9: yes, return date: 15-jan-2025 h3: no h4: mfg date: 22-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited loss of power and review of ventricular assist device (vad) log file data revealed electrical fault, low flow and vad disconnect alarms. Also, history of various motor start events with parameters outside of the typical range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional products: d1: heartware ventricular assist system: pump d4: model #:1103/ catalog #:1103 / expiration date: / serial or lot#: unknown d9: h3: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430 / catalog #: 1430 / expiration date: 31-jan-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 16-jan-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430 / catalog #: 1430 / expiration date: / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial or lot#: bat(B)(6) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 15-mar-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 15-mar-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller dc adapter d4: model #: 1440 / catalog #: 1650 / expiration date: / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller dc adapter d4: model #: 1440 / catalog #: 1650 / expiration date: / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-dec-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were multiple power switching issues with controllers, controller ac (cac) adapters, controller dc adapters and batteries. Specifically, the controllers experienced frequent single beeps and a ventricular assist device (vad) stop event, even with the battery physically connected. This pump stop was associated with controller alarms when the patient was switching out a battery while another battery was connected. The cac adapter also had power switching issues, though it was not associated with any controller alarms or pump stop events. Multiple batteries exhibited power switching issues, but it was unknown if these were associated with any controller alarms or pump stop events. The investigation into one controller's driveline port for potential contamination was requested to be a high priority by the customer/physician. The products involved were in the possession of the patient and were planned to be replaced in the future by a medtronic product. The customer was notified that the products should be returned. No patient complications have been reported as a result of this event.